Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the insulin was cold in the cartridge. Tandem technical support educated the customer on correct fill process. The customer declined troubleshooting with tandem technical support and further information was unable to be obtained. Customer¿s blood glucose level was 340 mg/dl.